Event description:
In 2022, I received an updated contact lens prescription and was changed back from acuvue moist brand lenses to acuvue oasys brand, but dailies instead of bi weeklies which I had been using previously. I used the acuvue oasys for astigmatism with hydraluxe brand lenses with no noticeable issues for quite some time. The packaging at the time was a royal blue and white. These lenses fit and focused well on my eyes and did not cause any noticeable discomfort or symptoms. However, towards the end of 2023 and into the beginning of 2024, as I received a new packaging version of the same brand lenses, I began to notice a decrease in comfort and visual quality from my contact lenses. I initially only received the new packaging (a teal and white) of the lenses for the right eye. By (B)(6) 2024, the issue had become such that I needed to be seen by the optometrist to rule out injury or eye health issues. I visited the same lenscrafters office (dr. (B)(6) in (B)(6)) where I had received my initial contact prescription over a decade prior and had been a lifelong patient. I was seen by dr. (B)(6). Dr. (B)(6) updated my contact lens prescription by strengthening the correction in both eyes and changing the axis in the left eye. I left with trial lenses which seemed to be good. After the trials, I called the office to order lenses. The lenses arrived and I began to wear them. I felt some initial relief, however, I believe now that was a placebo effect of having a changed prescription. Within 3 months by (B)(6), I was back at lenscrafters. I was seen this time by dr. (B)(6). Dr. (B)(6) spent considerable time and attention to my issue as I complained of dryness and discomfort, and a new issue of not being able to focus well with the lenses, primarily the right. Dr. (B)(6) exam resulted in a decreased prescription strength and he reverted the axis change that dr. (B)(6) had ordered. He did not comment other than "they must have seen something differently" and I proceeded with my new trials and fresh glasses. My glasses have been excellent. The trials were good and I ordered new lenses with the new prescription. I proceeded wearing these near daily for months with on and off issues that I largely would relegate to environmental or "happenstance" of circumstance like studying or working intensely. However, the persistent feeling of pain, discomfort, dryness, letting into teariness, redness, grittiness, and sticky tears, caused me to become too uncomfortable once again to continue use. I began to find some relief by rinsing the contacts in simple optical saline solution immediately after removing from the package and placing in my eyes. Before this practice, within an hour my eyes would be uncomfortable. After this, I could last 7-8 hours on most days without great discomfort. As my contacts have continued to cause issues, particularly with right eye which now seems quite irritated with any contact wearing, I began to research the brand and lenses and found many patients complaining of similar experiences that originated with the change of packaging in their acuvue oasys lenses. I contacted johnson and johnson to inquire about this and any information they had discovered but they promptly told me the only change was the packaging, and that I may have developed an allergy, or need to try a new brand or fit. I asked if they had investigated the many online claims and they informed me they do not investigate claims that are not submitted to them officially. I have now returned to lenscrafters and was seen by dr. (B)(6) again today. Dr. (B)(6) says there is no observable injury or issue with the eye but some allergic irritation perhaps and dryness. I believe that is a result of the contacts themselves. The packaging change that j&j acknowledges did occur must also have coincided with a package process change. I believe there is some contamination with glue leakage or other non-sterile matter. Ref report: mw5167933.